Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the physician was using a glenoid augment reamer driver for a posterior augmentation. While using the device, the reamer drivers hex ball broke off the end of the driver. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.